Event description:
The operator of an advia centaur xp instrument observed smoke being emitted from the instrument. The instrument was powered down by the customer. There was no harm or injury to the operator or laboratory personnel due to smoke coming from the instrument.

Manufacturer narrative:
A siemens customer service engineer (cse) was dispatched to the customer site. After evaluation of the instrument and instrument data, the cse determined that the smoke was emitted from the power supply. The cse replaced the power supply and successfully ran qc. The cause of smoke being emitted from the instrument was due to a malfunction of the power supply. The instrument is performing according to specifications. No further evaluation of the device is required.